Event description:
It was reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly restart the pump, and after following these instructions, the display turned on, and the customer confirmed that the pump was functioning as intended.